Event description:
Doctor reported that a x-tip drill and needle separated in the pt's bone and that the pt experienced tissue burns resulting from contact with the drill. The doctor was unable to retrieve the separated pieces and referred the pt to an oral surgeon.